Event description:
Reported that customer was hospitalized for high blood glucose and dka. Customer's high blood glucose not responding even with injections prior to hospitalization. Troubleshooting was performed and pump appeared to be operating normally.